Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited undersensing, loss of capture and high impedance. No intervention was performed at this time. The patient was in good condition.